Event description:
Ous MDR - this lead was found to be dislodged. The physician attempted to reposition the lead but during the procedure it took more than 20 turns of the fixation tool and helix went back to the starting position. The physician explanted the lead and the same thing happened while it was on the operating table. The lead was explanted and replaced.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, mechanically, and electrically. The analysis detected remains of coagulated blood within the inner conductor helix. It is likely that the blood was transported into the lead with a mandrin. The used mandrin was not available for analysis. Further analysis did not show any other deviations that could be related to the clinical complaint. After removal of the coagulated blood and the tissue residue from the screw head, the fixation could be extended and retracted without resistance and evenly. No anomalies could be detected during the performed screw tests, both in straight position and in bent, crossed position. The jumping of the fixation from the lead tip could not be reproduced during the tests. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.